Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on the lower right front corner, the bottom case was cracked, and there was a non- original equipment manufacturer (OEM) battery present. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Device will be quarantine due to non-OEM battery was found in device. Additional information: b5 no patient involvement

Event description:
Additional information received via email no patient involvement.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited audible alarm. No adverse effects were reported.